Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the caller is seeing a power on reset (por) screen and they think it has been that way for at least the past couple of months. Patient services asked if they had any high emi, and the patient stated they had x-rays. It was recommended that they follow up with their healthcare professional to address the por. No further patient complications are anticipated or expected as a result of this event.